Manufacturer narrative:
The insulin pump was received with operating currents within specification. Pump passed self test. No unexpected frozen screen or long consistent audio tone anomaly noted. No moisture damage on the motor, battery tube and vibrator assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lit, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported by the customer that the buttons on the insulin pump are not responding. It was also reported that there is moisture behind the display screen. Customer reported jumping into the water with the insulin pump on. Advised insulin pump would be replaced. No additional information is reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.